Event description:
The 4 fr s/l powerpicc was placed at a different facility. The pt went to the complaint facility to have the line removed (discontinued use). During removal the pt had shortness of breath and discomfort in the arm. Pt sent for x-ray which found a portion of the line had broke and remained in the arm. Approx 44 cm has been removed, the remaining portion is insitu. Complainant is not sure if/when the portion will be removed.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was due to poor aseptic technique. A labeling review was completed and found to be adequate for the user error identified in this complaint. A batch review was performed for the suspect lot numbers (h10f06028, h10e23017), with no defects noted.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient made a mistake/touch contamination. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed which was positive for (B)(6). The nurse did not provide information regarding treatment. Pd therapy was ongoing at the time of the events. On an unreported date in 2010, the patient had recovered from the peritonitis. It was not reported whether the patient was retrained in aseptic technique. On (B)(6) 2010, the patient was discharged from the hospital. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with culture positive for (B)(6) was not related to pd therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination with regards to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.